Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg communicates with a lab charging system and charges. Ipg fails the auto test and manual test with no outputs. This is believed to be a ucod failure based on the auto test results. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system consisting of two percutaneous leads and an ipg on (B)(6) 2006. It was reported the patient suddenly lost stimulation from the ipg. The clinician was able to confirm the device was fully charged. An x-ray confirmed the system was properly connected with no anomalies. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to nmd for evaluation. No additional information is available.